Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins flipped as they were getting out of bed on monday. The patient mentioned since the ins flipped it was not in the same position as it used to be, it used to be flat and now it was at an angle. The patient mentioned that they had x-rays performed having 8 different views which confirmed the ins flipped and it appeared as though the lead was still attached. The patient mentioned the healthcare provider instructed them to turn the ins on and see how the patient did after 24 hours and to see if they had any pain. The patient mentioned they turned the ins on but couldn¿t feel stimulation and prior to the ins flipping they could feel stimulation at 0.1v in the pelvic floor on program 1. The patient stated when they turned the implant back on after it flipped they couldn¿t feel therapy even after the therapy was increased to 0.2 or 0.3v. The patient asked if they should keep trying to adjust and they were advised to follow up with their healthcare provider for assistance assessing the ins. No further complications were reported.